Manufacturer narrative:
Continuation of d10: concomitant product ID {d-evfxplus-34}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon an initial attempt at deployment at a depth of 3 mm, an infold was noted in the valve frame. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was then implanted in the patient. No adverse patient effects were reported.